Event description:
It was reported that during an open low anterior resection, staples were malformed at the 1st firing when the device was used on the rectum. The cartridge was green. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that he had fired the device without having heard clicking sound which should have been confirmed when the closure trigger was grasped completely. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). No device will be returning. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.